Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, 80% stenosed, mid circumflex artery after pre-dilatation at 12 atmosphere (atm) with an unspecified balloon catheter, the 2.5 x 38 mm xience prime stent was implanted at 12 atm. During post-dilatation a distal edge stent dissection was noted. A second xience prime stent was implanted as treatment of the dissection and timi iii flow was achieved; the patient was noted as doing fine. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.